Manufacturer narrative:
Reported event: it was reported rob455 - mps reported arm shaking while in haptics. Case type : tka. Update: "overall, maybe an added 5mins to cut time in the surgery while we attempted to troubleshoot and also complete cuts." Update per related closed as duplicate pi: during the last knee of the day, and after balancing the knee, the surgeon encountered extensive problems getting the arm to both engage and stay in haptics while performing our first cut on the femur (anterior cut). I thought it was related to leg position, surgeon grip on the mics, bone quality/toughness, or the leg moving but with every trick I've tried to correct the issue, the vibration got worse and worse. The surgeon would let go of the arm while the arm was engaged in haptics and out of the wound, and the arm would bounce and hum. After speaking to my manager about this, I asked the local fse for advice. He recommended calling the hotline. After speaking and he believed this deserved to be escalated to the fse for a pm before monday cases. This issue first began around 4:15 pm. I spoke to my manager at 4:18pm asking for advice, and the local fse at 4:24pm. I had a quick call with the clinical support hotline at 4:31pm and after breaking down the rob at the end of the case, have now begun entry of this per and collection of files and reports. Fse responded to me at 5:26pm to say he would be arriving on sat am to perform the per. Surgical delay : 10 mins. Product evaluation and results: no issue found, recommended that the camera be positioned within 6-7 ft, recommended that the mps pay close attention to the arm alignment. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records shows that rob455 was inspected and accepted into stock on 8/2/2016 and was handled. A review of the data revealed that the non-conformances is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in trackwise related to rob455 shows no additional complaints related to the failure in this investigation. Conclusions: the failure is not confirmed via inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. H3 other text : device not returned.

Event description:
Case number: (B)(4), rob455 - mps reported arm shaking while in haptics. Case type : tka. "Overall, maybe an added 5mins to cut time in the surgery while we attempted to troubleshoot and also complete cuts." Surgical delay : 10 mins.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4) - mps reported arm shaking while in haptics. Case type : tka. "Overall, maybe an added 5mins to cut time in the surgery while we attempted to troubleshoot and also complete cuts." Surgical delay: 10 mins. Case type: tka.